Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2020. It was reported that, a routine follow up for stent removal was performed on (B)(6) 2021. It was noted that the flexima stent migrated proximal into the bile duct. The physician attempted to remove the stent with an extraction balloon, but without success. A 10fr x 5cm and 7fr x 5cm double pigtail stents were implanted. The procedure to remove the migrated stent endoscopically was rescheduled. It was reported that the migrated stent was successfully removed on (B)(6) 2021. There were no patient complications reported as a result of this event.